Event description:
The customer reported that two erroneous, elevated prostate specific antigen (psa) results were generated on a unicel dxl800 access immunoassay system for two patient samples. This report is associated with patient number one. The initial, erroneous result was confirmed by repeat testing on the same instrument, and reported out of the laboratory. While there is no report of an adverse event or serious injury related to this event, it is unknown whether there was a change to patient management based upon the reported result. The physician questioned the initial results and the patient was redrawn. Subsequent duplicate repeat results performed on (B)(6) 2011, on the same instrument, were within the normal reference range. Quality control results (qc) during the timeframe of this event were within the customer's established ranges. Instrument system check information had not been provided by the customer to date.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2011. The fse noticed dried wash buffer and sample covering the exterior of the wash tower. The wash tower was cleaned. The fse performed sample probe alignment and verified the reagent probes were correct. A high sensitivity system check was performed and met instrument established specifications. After the repairs, the instrument was returned to service. Although repairs were made through on-site service, a definitive root cause for this event has not been identified to date. The following mdrs are associated with this event: 2122870-2011-01534, 2122870-2011-01528.